Event description:
It was reported the patient had a lead moved and relocated in (B)(6) because the target was off by 4 mm. The initial implant surgery took a long time and the results were not good enough so the lead was moved. The patient stated they were having trouble getting it located at the initial implant, but it did not hold so they needed the revision. After the revision, things had been going much better for the patient. The patient stated they were still learning how to use the device and one side works really well and the other side is a ¿little more dull,¿ but still working. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot # va0cu0m, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0cu0m, implanted: (B)(6) 2014, product type lead. (B)(4).